Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were on a boat yesterday and the customer went into the water while wearing the insulin pump. The device no longer functions properly. No further details were provided. Troubleshooting did not occur since the customer was not present with the device during the call. The insulin pump was not returned for analysis.